Event description:
The field engineer noted that the system was arcing and it prevented the system from being able to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube terminals were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.